Event description:
The product was evaluated. An external visual inspection was performed and failed due to lcd screen damage. Pictures were taken. Receiver charge and boot tests were performed and failed due to the receiver having no power. Functional tests were not performed and due to the receiver having no power. An internal visual inspection was performed and failed due to moisture damage. Pictures were taken. The receiver log was not downloaded and reviewed due to the receiver not having power. The allegation was confirmed. The probable cause was determined to be a damaged lcd screen and moisture damage. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver display was frozen. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.